Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported when powering up the cart, there was no image. The scope image was all grey. Tac informed the customer that when there is no image, the system would be unable to perform a white balance. The customer was instructed to bring both the maj-1430 and the scope to another cart to test what will work or bring another scope and maj-1430 to this cart and test. Tac recommended this troubleshooting to determine if it¿s the cv-190, the maj-1430, or the scope not working. Upon follow up, the customer reported that the failure had been isolated to the olympus gastrointestinal (gi) scope that was being use at the time. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time.

Event description:
The customer reported to olympus technical assistance center (tac), the evis exera iii video system center was unable to white balance the scope and there was no image. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of no image reported by the customer.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be determined as the device was not returned. However, the failure may have occurred as a result of long-term use of the device, causing a faulty board. Olympus will continue to monitor the field performance of this device.